Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: the run logs for the questioned samples were reviewed. Runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505096 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505096 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 505096. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505096 and its components was performed and did not identify any internal, or post-production use issues related to these lot numbers. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505096 identified three additional complaints which were all independently investigated and found no product deficiency. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505096 was not identified. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer identified three positive results that she considered suspect when running the realtime sars-cov-2 assay. Upon repeat one sample generated a result of not detected (initial late positive). Additionally, it was explained that this result was suspect as patient history suggested negative result. Suspect results from initial run were not reported outside the lab; repeat results were reported. The suspect results had no impact to patient management. This incident is being reported to FDA because the incident occurred in germany using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.